Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that patient regained all movement and is expected to make a full recovery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026 following the placement of the system the patient lost motor sensory, as a result, the physician decided to remove the entire system to prevent any further complications. Movement was regained in pacu. Patient was then transferred to the hospital for MRI. The MRI found no anomalies and patient stayed overnight for observation.

Manufacturer narrative:
Correction b2: hospitalization - initial or prolonged was added.